Event description:
It was reported that the insulin pump alarmed. It was also reported that the display on the insulin pump was intermittently blank and frozen. The reported blood glucose reading was 176 mg/dl. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an anomaly isolated to the interface board.